Event description:
The customer reported via phone call that the insulin pump was alarming failed battery test and that there was a little black circle on the insulin pump. The customer's blood glucose was 281 mg/dl. The customer was advised to treated her blood glucose with a manual injection. While troubleshooting, the customer was advised that if the failed battery test alarm was not cleared then the alarm would recur with each new battery inserted. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, and the customer stated that she received the failed battery test alarm again. The customer was advised that the insulin pump needed to be replaced and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Failed battery test alarm was not verified and no functional testing was performed due to blank display. The device had minor scratches on the display window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.